Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part# 04.005.520s, lot #9l75736 , supplier: (B)(4), manufacturing site: werk selzach logistik , release to warehouse date: 29 aug 2022, expiration date: 01 aug 2032. DHR review cannot be completed in mezzovico because the lot number 9l75736 cannot be found in the system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent an open reduction/internal fixation surgery for a femoral trochanteric fracture on (B)(6) 2023. Tfna nail, blade, locking screw, and cement were used in the surgery. Postoperative x-rays confirmed poor reduction (remaining varus and dehiscence of fracture) although the surgeon did not notice it during surgery. It was confirmed that the cement was filled in the same length as the blade was fixed in the neck direction. On an unknown date, the proximal fixation failed, and cutout occurred. Therefore, the surgeon has scheduled to remove the implants and replace by bha (bipolar hip hemiarthroplasty). The patient outcome was reported to be stable. This report involves one 5.0mm ti locking screw w/t25 stardrive 30mm f/im nail-ster. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: only the event year is known. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.